Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there any pictures of the package displaying the holes before it was opened? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2016 and suture was used. During the procedure, a hole in the sealed package was noted before the package was opened. Additional information has been requested. There were no adverse patient consequences reported.

Manufacturer narrative:
No needle/suture combination was received for evaluation, only one empty opened foil. The foil was examined for visual inspection and it was observed many wrinkles in the bottom foil. The foil was examined under 10x magnification and an aperture was found on the bottom foil and pleat was observed together. Also, there are several holes on the bottom foil and the holes are from outside to inside. The sample had undergone excessive handling. According the sample conditions it would suggest an improper handling of the sample.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a hole in the foil was noted on an unopenend sample. However, no conclusion could be reached as how the sample was damaged, due to the sample was not returned for analysis. Unfortunately the photos do not provide enough evidence to determine root cause.